Event description:
Additional information was received when the handheld and flashcard were returned for product analysis. Product analysis on the handheld was completed on (B)(6) 2013. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Product analysis on the flashcard was also completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013 it was reported that the handheld was not holding a charge. Troubleshooting was performed with chargers and connections that were known to be working but the handheld still would not hold a charge. Attempts for the return of the handheld to the manufacturer for product analysis have been made but the handheld has not been returned to the manufacturer to date.

Event description:
On (B)(6) 2013 it was reported that a serial cable and two power cables for the handheld were going to be returned to the manufacturer for product analysis. They were received on (B)(6) 2013 and are undergoing product analysis.

Event description:
On (B)(4) 2013 product analysis was completed on the ac power cords. For one of the cords, there were no observed anomalies; returned ac power cradle provided consistent power to the hhd in the pa lab. For the second power cord, product analysis identified that the connector to the ac adapter was damaged, exposing the metal contacts inside. The most likely cause for the damage is associated with mishandling of the cord. Despite the physical connector damage, the ac adapter performed as expected and charged the hhd battery. No other anomalies were identified. Product analysis was also completed on the serial cable. No anomalies were noted during testing; the serial cable performed according to functional specifications.